Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 1:30pm in her car. End-user stated that she tested her blood glucose with her prodigy meter and received a result of hi mg/dl, so she took her insulin. The end-user stated that she tests 5 times a day and a normal result for her for that time of day is around 86mg/dl. She said as her granddaughter was driving her home and she started to feel ill. Her granddaughter the pulled over and called ems about 10-15minutea after she tested her blood glucose . Ems arrived within 5 minutes and tested her blood glucose with their meter and received a result of 39mg/dl. There were no foods or medications taken while waiting for the ems to arrive. The end-user stated that the ems gave her glucose tablets and transported her to (B)(6) ER located at (B)(6). Upon arriving at the hospital her blood glucose was 59mg/dl. She was given more glucose tablets and peanut butter and apple juice to raise her blood glucose. She was not admitted but was at the hospital for 2 hours and was discharged with a blood glucose of 124mg/dl. She stated that she has an insulin pump but did not provide the sliding scale only 125mg/dl or 30 carbs - 3units. No additional information was provided.